Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of stenosis and regurgitation could not be confirmed due to condition of the valve as received. Only the wireform and three leaflet fragments were returned. The leaflet fragments were not able to be matched up to the valve. The leaflet fragments measured approximately 15mmx10mm, 15mmx11mm, and 15mmx12mm. X-ray demonstrated minimal calcification on the leaflet fragments and wireform intact. The bands and sewing ring were not returned. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23mm aortic pericardial valve, implanted approximately twenty-one (21) years and two (2) months, was explanted due to aortic stenosis and regurgitation. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. Only the leaflets of this valve were resected, and a 19mm valve was implanted with no adverse patient effects reported as a result of the valve replacement. The condition of the valve explant was reported as ¿mainly central regurgitation was observed, however trivial paravalvular leak was also confirmed¿. The patient status was reported as ¿under treatment¿ in a general ward at the hospital.